Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in tubing/chamber related to a bipap device's sound abatement foam. Patient alleged nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Investigation was able to confirm the presence of degraded sound abatement foam residue. External investigation observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust/dirt contaminate present at the air inlet where the filter would be, behind the ui knob, and at the iso port entrance. Internal investigation observed unknown debris in the tracks of the ui panel. There were mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Investigation confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Investigation can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit but can confirm the presence of contamination in the airpath.